Manufacturer narrative:
The device balloon was inflated with 2cc or air and visually under 10x magnification there is delamination of the distal balloon bond. Colored water was introduced into the balloon lumen and visually there is a fluid path through the distal balloon bond. Water was introduced into the pressure and infusion lumens and the water flows from where it should. Visually there are no other defects detected with this device. These devices are visually and functionally tested 100% prior to packaging. A device history record review was completed for lot 774336 and this device met all specifications upon distribution. A product risk assessment is open for coronary sinus catheter distal balloon bond failure and is applicable to this event. An accellent car for negative trend of delamination of distal balloon bond and edwards supplier corrective action are applicable to this event. An edwards CAPA was opened for investigation into ep balloon bond delamination and is applicable to this event.

Event description:
It was reported that the endoplege balloon bond was leaking during prep. Device not used on a patient.